Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the longevity was 5 months, but at the previous device check, the longevity was 3 years. The device was explanted and replaced. There were no adverse consequences to the patient.